Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she used 12 tampons and upon removal all of the tampons she used fell apart into pieces. She was able to remove the remaining tampon pieces and did not seek medical attention.